Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device was not returned to manufacturer. However, log files indicate nothing unusual. Per customer, the responsible doctor assumed that too many people have touched the screen at the same time.

Event description:
The customer reported the screen froze while using the bellavista 1000e on a patient. The patient was transferred to a backup ventilator. However, there is no injury or harm caused by the event.